Event description:
Ew reference number:(B)(4), approximately 6 years post-implant of a 29 mm sapien 3 ultra valve in the tricuspid position in a failed 27mm st. Jude annuloplasty ring surgical ring, the patient was experiencing stenosis and unknown regurgitation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).